Event description:
The customer reported that the system displayed odd images and lock ups.

Manufacturer narrative:
(B) (4). The ge service rep found the power supply was drifting low, causing reboots. He also found the battery was a non ge part and was installed by a third party.